Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. Additional information received indicated that this lead was inserted into the target vessel but was unable to get an optimal threshold. Further, a perforation of the coronary sinus was noted and pericardiocentesis was performed and over a liter of fluid was taken. The lead was never in service. No additional adverse patient effects were reported.